Event description:
Home patient (hp) reported that hp received a "reload set 163" message on their homechoice machine during the prime cycle prior to their automated peritoneal dialysis (apd) treatment. When hp went to reload the set hp noticed solution all over the inside of the door of the homechoice machine and the cassette of the homechoice set. Hp ended their treatment early and setup with new supplies. No patient injury or medical intervention was associated with this incident per hp.